Event description:
Philips received a complaint on the v60 ventilator indicating that error code oxygen device failed was displayed. The remote service engineer (rse) stated that the customer reported an oxygen device failed error code was displayed as it was being placed into use on a patient. The biomed did not report any adverse outcome to the patient or therapy as a result of the product issue. The biomed reported that the v60 failed a system leak test. The biomed was advised to replace the v60 blower and blower boot kit. The customer then reported that after replacing the blower, the issue was resolved. The device passed all performance verification tests.